Manufacturer narrative:
The insulin pump had a force sensor system alarm during the basic occlusion test and motor error alarm during the prime test due to faulty force sensor resistor. The motor was test outside of the device and passed. No damage found on the motor. The insulin pump had a scratched display window, cracked battery tube threads, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and motor error alarm. The blood glucose at the time of the incident was 285 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.